Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿additional swelling, slight pain and two pockets of fluid like swelling just under lateral tear trough in the cheek region¿ and ¿np wanted to drain the fluid from the pockets in the cheek and determined they were abscessed¿ after they were injected ¿approximately 1 week¿ with ¿multiple syringes¿ of juvéderm® voluma¿ xc and juvéderm® vollure¿ xc. It was noted ¿decision is being made to dissolve the remaining filler with hyaluronidase.¿ no other information provided. This record is for juvéderm® voluma¿ xc. This is the same patient and the same event reported under MDR ID # 3005113652-2022-00291 (pr (B)(4)). This MDR is being submitted for juvéderm® voluma¿ xc.